Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intraaortic balloon pump (iabp) had no gas detected in the line. There was no patient involvement.

Event description:
It was reported that the cardiosave intraaortic balloon pump (iabp) had no gas detected in the line. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the helium fill manifold assy ((d104-00-0014) due to broken relays. The equipment works to the manufacturer¿s specs, and cleared for clinical use, and was returned to the customer. The machine was returned for clinical use.